Event description:
It was reported that during a lap appendectomy procedure, instrument does not fire at all or incomplete stapler line. A new instrument was used to complete the case. No patient consequence.